Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland it was reported that patient faced an event of improper packing seal on 19-jul-2024. It was reported by the patient that packing was not sealed properly. No further information was available.